Event description:
It was reported that this pacemaker exhibited intermittent undersensing on the right atrial (ra) channel. The sensitivity programming was changed to reduce the undersensing. The p-wave measurements were notably lower than at implant, dropping from 8mv to 0.7mv, but now are measuring at 2.1mv. This pacemaker remains in service. No adverse patient effects were reported.